Event description:
Unomedical reference number (B)(4). Event occurred in the united states it was reported that patient faced infusion set cannula bent event on (B)(6) 2024. Event occurred after 3 hours of insertion and the set was in use for 11 hours respectively. The insertion site was at abdomen. The blood glucose level at time of event was noticed 250 mg/dl and patient resolved it by replacing infusion set and resumed insulin successfully. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.